Manufacturer narrative:
The reported event was confirmed based on the functional testing of the autopulse platform (B)(4). The root cause is due to a defective processor board. Functional testing of the platform during initial power up revealed that the lcd backlight on the display screen was not functioning. The issue was attributed to a defective processor board. Following replacement of the processor board, the platform was further tested and passed all functional testing criteria. The platform operated using a light resuscitation test fixture with continuous compression without errors and met all required specifications. Review of the archive data contained no functional issue. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The autopulse platform is a reusable device and was manufactured in 14 aug 2015.

Event description:
It was reported that the backlight on the autopulse platform (B)(4) display screen does not function. No patient was involved with this issue. The customer stated that the platform was taken out of service and was not used upon observing the issue on the platform. Although an issue on the platform display screen backlight was observed, the reporter stated that the platform functioned as intended. No known patient consequence was reported. No further information was provided.